Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that a physician alleged that the manufacturer's cardiac resynchronization therapy-defibrillator (crt-d) devices are not meeting expected longevity. No patients were involved in this event.